Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and could not duplicate the reported issue. The fse then replaced the single board computer (sbc) printed circuit board (pcb) as a precautionary measure. The ventilator then passed all testing.

Event description:
It was reported that a ventilator screen became stuck after it was powered on. There was no patient involvement.